Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-01332. It was reported that the leads had migrated. As a result, surgical intervention was undertaken wherein the entire system was explanted.